Manufacturer narrative:
The arjo representative was informed about the event involving the maxi move passive floor lift. It was reported that during the initial phase of resident transfer from the bed, the caregiver heard a cracking sound. The caregiver stopped the patient transfer and checked the lift and the bed for any issues. There was no problem found with the devices. Therefore, the caregiver continued to lift the resident. When the patient was lifted outside the bed, the loud sound was heard at the same time the device mast started detaching from the device's chassis and falling on the ground. The resident did not sustain any injury, as the caregiver was able to support the patient during the fall. After the event, the arjo service technician attended to the customer for device evaluation. During the visit, the service technician confirmed failure reported by the customer. The defective mast and base were returned to the manufacturer for further evaluation. The device evaluation was conducted by a manufacturer located in magog, canada. The manufacturer conducted visual inspection of returned parts and send the samples for further evaluation to the external laboratory. During device testing, five different laboratory analysis techniques were used: 1. The chemical analysis showed that the concentration of iron was out of the specifications. The technical expert indicated that iron concentration affects elongation at the break only. Therefore, the higher concentration of iron which was identified on the analyzed part was not considered as a cause of the mast breakage, but to what could have contributed to the fact that the fracture was sudden. 2. The visual examination of components. The visual weld inspection did not show any anomalies. 3. The microscopic examination of the fracture surface showed that the changes in the structure, which presence are characteristic of the cleavage phenomenon that occurs during breaks can occur under the application of extremely fast, force. 4. The metallographic examination of the area. The objective of the metallographic examination was to verify whether the alloy structure had any types of metallurgical defects that could have facilitated the initiation of the crack that led to the breaking of the mast. After verification, no structural fault was detected. 5. The hardness testing did not show any anomalies. Based on provided information, no device malfunction was found which might lead to mast separation from the base. Although the sequence of events and root cause could not be established, review of all information available and test performed, showed that the breakage of the mast was caused by a violent and sudden lateral movement. This could be due to the effect of forces generated during the beginning of lift tipping. Moreover, it needs to be emphasized, the device was in use for over 12 years. Although the defect has been confirmed, this product expected operational life has been exceeded about 2 years. Despite that, the device was still in use. In summary, the device played a role in the event as it was used for patient handling during the incident. During the incident, the device did not meet its performance specification. We report this event to competent authorities due to a malfunction that occurred: the mast became detached from the base.

Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
It was reported to arjo representative that during patient transfer mast become detached from the base. Maxi move mast broke during a transfer. Resident reportedly hit their head during the incident. When caregiver started to move the lift away from the bed caregiver heard a loud sound and the mast started falling. Caregiver was manage to supported the resident and assisted her to the floor. There were no injuries reported and the resident did not receive any medical treatment. The lift was secured in a locked room after the incident and will be taken out of service